Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that pediatrics unit are having cracking issues with port needles. They had 3 needles crack. Additional information received 29/sep/2023: patient was directly involved but not harmed. There was a crack at the y mold. This report addresses the third device.